Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion in the left proximal sfa. The target lesion is fibrous, with 50% stenosis, little degree of calcification and the vessel is little tortuous. The device was removed from packaging as per IFU, inspected and prepped with no issues noted. It was reported that difficulty removing the device was experienced following stent deployment. It was also reported that the stent jumped during stent deployment and got deformed. There was no injury to patient or clinical sequelae reported for this event.